Event description:
It was reported that the patient's device was not displaying the longevity measurement and no diagnostics. The implant detect feature was not turned off at implant due to the atrial port being plugged. The clinician was dissatisfied that the patient would have to come back into the clinic to have the feature turned off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.